Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset of peritonitis, the patient was hospitalized. The cause of the peritonitis event was unknown. On an unreported date, the patient started treatment with injection tazar (4.5 grams twice a day, route, duration not reported) and injection vancomycin (1 gram stat, intraperitoneally) for peritonitis. The action taken with dianeal therapies was not reported. On an unreported date, the patient recovered from the event of peritonitis and their pd fluid was reported to be clear. No additional information available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.